Event description:
Coblator was used for t&a. The handpiece insulation was defective which caused a burn to the inside of the pts check.

Event description:
Add'l info rec'd from MFR 1/20/04: arthrocare requested that the device be returned for a complete eval and testing of the device. However, the facility informed arthrocare that per their procedures, the device would not be released to arthrocare and will remain at the facility. Therefore, arthrocare was not able to perform a visual exam of the device or perform any device testing. However, arthrocare was able to perform a review of the complaint database to determine if this particular lot was involved in any other safety-related incidents. The results of this review indicated that there have been no other safety related incidents involving a device from this same lot. In addition, arthrocare performed a lot history review of the documents that were generated when manufacturing this lot. No abnormal findings were discovered in the review of the lot history documentation.